Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that during a t&a procedure, the middle electrode detached from the tip of the evac 70 coblator ii. The procedure was completed with a s+n back up device. There was a delay of 1 minute and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed no manufacturing abnormalities, fluid is in the fluid line, electrodes have been used, two electrodes have eroded in their center portion, bio debris is present and the wand is bent from use. The product was out of the original packaging and no packaging was returned. A functional evaluation was performed on the returned device and found it registered settings (0,3). When used with a bypass box the wand was able to generate plasma and coagulation as intended with the available electrode pieces. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include hitting the device tip against a hard surface, using the device as a lever to enlarge surgical site, mechanical displacement of tissue through applied force or activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.